Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill, additive abnormality as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was discovered that there was a low draw during use and the anticoagulation was ineffective with a bd vacutainer® k2 edta 3.6mg. The following information was provided by the initial reporter, translated from chinese to english: when using the purple cap blood collection tube, it was found that the tube has low draw issue, and the anticoagulation effect was not good.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was discovered that there was a low draw during use and the anticoagulation was ineffective with a bd vacutainer® k2 edta 3.6mg. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the purple cap blood collection tube, it was found that the tube has low draw issue, and the anticoagulation effect was not good.